Event description:
The reporter stated that the female luer lock is connected to a manifold. 30% glucose was given through the mx597. After one or two times disconnecting and reconnecting the line, cracks in the female luer lock occurred and start to leak. The neonate received too little fluid (=glucose 30% in the case) which can under certain circumstances cause brain damage, however there is no date to support this at this time. This was reported by maxxim medical europe bv to medex medical UK.